Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation of the returned device has not yet been performed; therefore, at this time we are unable to determine if the device met specification. In addition, at this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that the clinicians had previously implanted a PICC (date unknown) in a male patient (age unknown). Approximately 8 weeks later, in 2007, a leak was found in the catheter. The leak was reported to be located distal to the hub on the catheter, at the insertion site. The nurse reported that the end of the catheter had several layers of tape wrapped around it. There was no blood found on the tape. The nurse then began to perform an over-the-wire PICC exchange. Under sterile procedures, the nurse cut off the end of the hub and catheter of the PICC being removed. She then placed a wire into that PICC and attempted to withdraw the PICC from the left cephalic vein. Some normal resistance was felt, but no more than is usual during this type of procedure. When the nurse withdrew the PICC line, she noted that only 21cm of the PICC line was removed, although it was documented in the patient's chart that 53cm of the PICC line had been implanted. The nurse then placed a new catheter over the wire, but she felt some spasm in the patient's vessel. The patient was then seen by the radiologist. The radiologist noted that there was a piece of the first PICC still implanted in the patient's vessel. The radiologist was unsuccessful in removing the detached piece of catheter. The patient was then taken to vascular surgery, where a venotomy at the site was performed, and the detached portion of the catheter was removed from the patient's left cephalic vein. The complainant reported that the patient was in stable condition subsequent to the procedure.